Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the patient side manipulator (psm). The system was tested and verified as ready for use. The psm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the sterile adaptor (sa) was not engaging on the patient side manipulator (psm). There was no procedure delay. No other information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. During visual inspection, no issues were seen that would be relevant to the reported problem. The unit was installed onto a golden system and during sterile adapter (sa) engagement, the sa would pop off on one side. Multiple sas were used and would pop off each time. No other sa or instrument engagement or recognition issues were identified. The unit was then installed onto a patient side cart fixture test platform where it passed all relevant testing. As a result of these findings, fa has concluded that the sa mount is the root cause of the reported event.